Manufacturer narrative:
Unit passed self test and displacement test. However, unit had moisture damage on motor, electronic assembly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer stated that they were unsure if the o-ring inside lip of reservoir compartment was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.